Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a white and black particulate matter. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred from (B)(6) 2023 to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from august 13, 2021- august 17, 2021. H10: the actual sample was received for evaluation. A visual inspection with the unaided eye and along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.